Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The 5mm macro insert: discovered by nurse that it was chipped before used on patient.

Manufacturer narrative:
Correction: investigation has determined that this report was submitted error. Therefore, we are rejecting this report.

Manufacturer narrative:
The device associated with this report was not returned. Per the initial report, the device was discarded. A pra (B)(4) (preliminary risk assessment) meeting was held to discuss a product escalation out of (B)(4) concerning the attune shims. The team has determined that there is no additional patient risk associated with this issue. Although cracks are occurring, this failure mode does not lead to a patient harm of infection. The rate of infection for attune is within the state rate in the risk management report and is statistically similar to the rate of infection for the total knee class. Previous investigations found although a definitive root cause is not known, a combination user technique, improper technique or misuse, and the use of contraindicated chemicals (non-compliant to cleaning guidelines), may lead to weakening of the material. Based on the performed investigation and pra (B)(4) determination of no additional patient risk, corrective action is not indicated. Continue to monitor via sep-(B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.